Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what was the appearance of the suture during the removal? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. If re-suture/re-closure was performed: ¿ was reoperation necessary to remove the suture and re-close the wound? ¿ was the suture trimmed in physician¿s office? ¿ was the suture removed in a routine post-op procedure? ¿ was the suture removed in a reoperation procedure? What is the total number of products involved in this event? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a removal of internal fixation for right femoral fracture on (B)(6) 2023 and suture was used for subcutaneous tissue sewing in the way of interrupted suturing, and for skin tissue sewing in the way of continuous suturing. The intro-op operation was smooth. Post-op, on (B)(6) 2023, the patient had redness and swelling around the incision. The patient had inflammation. It was stated that the doctor used suture to sew the patient's wound, but there was a red halo around the wound after the procedure which may have been due to the suture. The doctor removed some sutures in the skin and subcutaneous tissue, and sewed them again. At present, the patient's wound redness and swelling symptoms have been relieved, and no subsequent adverse event report was received. Additional information was requested.